Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the connection between the nebulizer to the gaz is unsecured. The screw adaptor is too fragile". Unknown if patient was involved at time of report. Multiple attempts for additional information to the customer have been unsuccessful.